Event description:
The clinician reported that 2 months after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.